Manufacturer narrative:
The event occurred in sweden. This medwatch report is for the suspect device used in system 1 (lot number 490087, expiration date 01/31/2012). Reference medwatch report with patient identifier (B)(4) for the suspect device used in system 2.

Event description:
Customer reportedly received results of 8 mmol/l and 8 mmol/l on aviva nano system 1 and result of 4.2 mmol/l on aviva nano system 2 within 10 minutes. Customer states aviva nano system 1 had been briefly exposed to extreme temperatures. No actions taken based on device results. No adverse event reported. Requested return of suspect device.